Event description:
The reporter stated that the surgeon was advancing a toric single piece silicone lens model aa4203tl in the injector, and the lens went back up into the injector and became stuck. When the surgeon ejected the lens onto the sterile field, it was torn, so he opted not to use it. No patient contact or injury.

Manufacturer narrative:
Evaluation results: a visual inspection of returned product shows the lens has a tear in the center of the optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not received for evaluation. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.